Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump was not delivering insulin, but the device did not alarm no delivery, and she experienced high blood glucose of 350mg/dl. The customer did a correction with a manual injection, but the doctor wanted to have a replacement. No further information was provided.